Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 31 in the patient's mouth, the implant did not achieve primary stability. The clinician reported a lack of native bone and performed a ridge augmentation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.